Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review; however not confirmed during functional testing. The autopulse platform performed as intended during the testing. During visual inspection, no physical damage was observed. During initial functional testing, no issues were observed. The archive data was reviewed and contained multiple user advisory (ua) 12 (lifeband not detected) error messages. As a precautionary measure to prevent the reoccurrence of the ua 12 error message, the reset switch cable was replaced. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial (B)(4). Ccr (B)(4) reported on 02 jan 2018; the lifeband switch assembly was readjusted to specification and this resolved the ua 12 error message.

Event description:
During patient use, the autopulse platform (sn (B)(4)) display user advisory (ua) 12 (lifeband not detected) message after the first round of compression. No known impact or consequence on the patient was provided.